Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to fill two cartridges. Reportedly, the customer was unable to push down on the plunger to introduce insulin into the cartridge. A third new cartridge was successfully filled using the same syringe and needle. Blood glucose level was in the 60's mg/dl range.